Event description:
Olympus was informed that during a diagnostic upper egd procedure the user removed a biopsy sample, and observed minimal to moderate bleeding at the biopsy site. The physician attempted to stop the bleeding with a probe set for forced coag at 20w, but inadvertently stepped on the cut pedal, while the device was set for pulse cut at 120w. The pt reportedly sustained a perforation in the stomach, which was treated with 2 clips and antibiotics. The pt was admitted to the hospital and released 4 days following the event.

Manufacturer narrative:
Olympus followed up with the user facility, and an olympus rep visited the user facility post procedure and provided an in-service to the user. Add'l follow-up in-services are scheduled for on (B)(6) 2011. The olympus rep inspected the subject device and reported that it appeared to be in good working order. The electrosurgical unit was not returned to olympus for eval, as there was no allegation of device malfunction. The esg-100 foot pedals are of different color, different shapes, and the device makes different audio tones when delivering either coag or cut energy. The esg-100 instruction manual states, "user-related error prevention: warning: improper use the safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness." The pt's outcome was determined to be to user error. This report is being submitted as an MDR in an abundance of caution.